Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system when compared to the results generated with the genexpert cepheid platform. The sample initially generated a sars-cov-2 positive influenza a positive and influenza b positive result, the same sample tested negative with the genexpert cepheid platform. Both results were reported to the patients and or medical personnel. No harm or injury is alleged. Investigation is in progress.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
A product problem related to the customer allegation was not identified. It is recommended to upgrade all instrument software to 3.3.1 and scfa assay script to 1.1 as soon as possible. Specifically, scfa script 1.1 contains several new features that will identify and invalidate the overwhelming majority of erroneous results generated due to known issues mentioned in urgent medical device correction (umdc) tp-01255. The allegation is substantiated. (B)(4).